Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient felt shocking sensations between their heart and pacing system when lying on either the left or right side. It was discovered that the right atrial (ra) lead dislodged and was sitting in the right ventricular. It was also reported that the right ventricular (rv) lead exhibited dropped rv defib coil impedance to low levels. Reprogramming was performed. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.